Event description:
I was using my heating pad and I put it over on the couch cushion for a moment. Suddenly there was a bad smell and smoke. When I lifted it up, there was a small fire that had burned through the back of the heating pad and through my couch cushion. Document number: (B)(4) , report number: (B)(4). Retailer: (B)(6). The product was not damaged before the incident. The product was not modified before the incident. The MFR has not responded to me.